Event description:
Potential for injury associated with an m91 consumer power wheelchair where the chair is giving a 9 blinking error (brake) intermittently. This event could indicate that the user could become stranded.